Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus medical systems india (omsi). Omsi confirmed the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, since air leak was confirmed in the instrument channel of the subject device, it is presumed that the reported phenomenon occurred due to the intrusion of moisture and foreign object into the device from the air leak location.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that there was dirt inside the light guide lens of the subject device during the incoming inspection of the subject device for the repair at olympus medical systems india private limited (omsi).there was no report of patient injury associated with this event.